Manufacturer narrative:
Concomitant product: 5524m, lead, implanted: (B)(6) 1997.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited no output after the battery had reached the elective replacement indicator (eri). The patient had a syncopal episode and fell, requiring back surgery. The ipg was explanted and replaced. A right ventricular (rv) lead warning was also observed but no further information could be obtained. The lead was functioning normally at the time of the ipg replacement and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.